Event description:
Allegedly the surgeon found dislocation of cup on x-ray. Observation of the diseased site showed no metallosis but there were any pseudotumor. Neck-stem/head-neck junction changed to black. Medium activity level.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00218, 00219.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.